Manufacturer narrative:
Due to product unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation is contingent upon following the recommended site prep recommendations and IFU instructions. Influences that could compromise product performance or integrity include: use of alternate prep method or instruments. Unanticipated bone condition resulting in torsional overload or insecurity. Inability to maintain alignment. Inability to maintain distal pressure on the inserter. The patient was reported to have soft bone condition. Final product met predetermined specifications upon release to distribution.

Event description:
It was reported that the microraptor regenesorb suture anchor broke inside the patient. All pieces were removed from the patient. Nor significant delay or patient injury was reported.

Event description:
It was reported that the microraptor regenesorb suture anchor broke inside the patient. All pieces were removed from the patient. Nor significant delay or patient injury was reported.